Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024: information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having trouble with their 'stimulator belt.' Patient stated the implant didn't seem to be charging right. Patient said when they put the belt on, the controller kept telling them to move the remote closer to the implant, but it would not work to charge the implanted device. Patient also said they noticed the controller would go all black when charging their implant so they opened up the back to check the battery and removed the battery pack and everything seemed to be ok, so they put the battery back in and they still had issues charging the implant where the controller would become unresponsive again. Patient also stated their replacement controller, came with two batteries so they inserted the aa batteries, but the issue was still not resolved. Patient mentioned they called in about a month or two ago because they dropped the controller and it was rattling so they received a replacement controller but not a replacement battery. They just started having issues charging the implant last night. Patient confirmed the controller was working when charging using ac power supply, but patient mentioned historical information that sometimes it felt like the controller took a long time to charge. Patient confirmed the issue was not persisting. Patient plugged controller in to ac power supply without li battery and confirmed controller powered on. Patient then reinserted li battery and confirmed green light was flashing above screen. Patient inspected recharger cord and said they thought they saw a kink, but thought it was just not straight. Patient was able to straighten the cord out, but said the cord was bent. Patient attempted to start a charging session of their implanted device, but the controller got stuck on the checking the recharger screen. Patient stated normally the green light would come on the controller and begin flashing, but it was not lighting up now. Patient confirmed the issue occurred last night. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient stated they have had their implant since 2021, and they are just experiencing issues recently. Patient asked if the velcro on the belt can be covering the paddle recharger. Agent reviewed charging best practices. Pt called back stating they called yesterday since the implantable neurostimulator (ins) was not charging so they replaced the recharger telemetry module (rtm). Pt did not receive a belt. Agent reviewed the rtm can come out of the belt that's why they did not get a belt. Patient called back and confirmed receiving replacement recharger and mentioned the recharger was not working/won't charge. Patient mentioned the battery was completed and it's doing the same thing today when they tried yesterday when they got the replacement recharger. Patient stated the controller showed replace the controller batteries soon. Agent walked patient through resetting controller; controller showed 100% and implant low. Agent instructed patient to start a charge session; controller did not advance past checking the recharger screen. Agent instructed patient to remove the recharger and clean the recharger pins and controller port. Patient started a charge session; controller did not advance past checking the recharger screen. Patient mentioned sometimes the belt gets real low the controller doesn't. Agent reviewed implant and controller charging practices. The issue was not resolved. An email was sent to repair to replace the controller. Patient called back for assistance pairing replacement controller and they had setup the controller for english. Screen initially would not progress past checking the recharger; agent had patient blow air into controller port and reconnect recharger and patient was able to successfully complete the setup process. Agent provided instruction on adjusting date and time on controller. Screen displayed battery empty recharge your implanted device (81). Agent advised patient to charge ins to full and reviewed stimulation on/off button. Agent reviewed recharger best practices. Patient called back reporting that they have 2 controllers and were sent a new belt last week. Patient mentioned that they are still having trouble charging their stimulator. Patient noted that the implant is low and will not charge and that nothing is working but that they have tried everything possible. Patient stated that the controller will not charge and that they tried for an hour this morning and still are getting a message about the controller battery being low. Patient reported that they continuously get no device found and have been without their stimulator for awhile. Agent walked patient through an ac power reset of the controller; patient confirmed controller back on but that they got no device found. Patient put battery pack back in the controller and confirmed seeing the controller light flashing. Patient attempted to start a charge session and got stuck on checking the recharger screen; patient added that the controller screen went blank and then kicked them back to the position screen. Patient tried again and the screen would n ot advance. Patient inquired about calling for assistance once they receive the replacement; agent reviewed information. Agent sent an email to repair to replace the battery pack. On (B)(6) 2024: additional information was received from the patient. They reported that starting maybe a month and a half ago the patient was having trouble with their equipment so they called in. The first time they called they were sent a new controller that did not seem to work; they could not get the date programmed on it when they set it up, they were also sent a recharger and a battery pack since it was still not working. A couple days ago when the patient got the new battery, they put it on the charger and it showed a green light but then the green light went off so they wanted to make sure the battery was ok but it kept telling them to put the belt on and put the controller to their implant and it kept saying the same thing over and over again. Patient noted they got no device found. Pt said nothing was working. Then an hour ago pt got a screen to position the recharger where you get the highest number and wait 10 minutes. During call patient attempted to recharge their implanted neurostimulator and they got the message no device found d. Patient attempted to go through passive recharge mode and they were getting stuck on the screen of checking the recharger. Patient mentioned that they got stuck on this screen for the first time when they called. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue since pt got all new equipment but still had issues. Patient also noticed that on one side where the rtm cord connected to the paddle there was nothing there but on the other side it had marks on it like it was sewed together but it was coming apart but very little. Pt verified the rtm was not damaged.